Event description:
It was reported that the right atrial (ra) lead was dislodged. During revision, the helix failed to retract. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. X-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.